Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000851 g7 neutral e1 liner 32mm g lot# 3690352. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09408.

Event description:
It was reported that patient underwent revision approximately 2 years post original implantation due to experiencing subluxation sensation and dislocation. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed and no related deviations/anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.